Event description:
It was reported that the interpulse was being used in a hip replacement procedure when it lost function and upon removal of the batteries, smoke was observed coming from them. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the interpulse was being used in a hip replacement procedure when it lost function and upon removal of the batteries, smoke was observed coming from them. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Manufacturer narrative:
Six (6) new / unopened units were returned inside a carton box. Each unit turned on properly. Each unit was opened and connected to bag full of water. Units properly irrigated during 5 minutes on high. Units were opened and no overheated, internal or external damages observed. All components were found properly assembled. Based on the manufacturer risk documentation and evaluation of units received from previous similar events, most probable root causes for this condition can be associated, but not limited to: electrical system or component damage or incorrectly assembled during the manufacturing process producing a short circuit in the handpiece or battery pack. Consequently, unit did not work properly and/or an overheated condition is observed. Electrical wires insulation failure producing a short circuit in the handpiece or battery pack. Consequently, unit did not work properly and/or an overheated condition is observed. Saline immersion of unit handpiece and/or battery pack or electrical cables cut by user producing a short circuit / battery overheated condition. The claimed condition was not confirmed.